Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual examination noted the right ventricular (rv) setscrew seal plug was damaged and the setscrew was missing. The torque wrench that was returned with this device was noted to be manufactured by another company. The torque wrench was examined, and it was noted the setscrew was stuck to the tip of the wrench and was unable to be dislodged. A torque wrench manufactured by boston scientific was used to replace the rv setscrew. Using this torque wrench, the setscrew moved freely without getting stuck or dislodging. The pacemaker pacing and sensing functions were then tested, and it operated appropriately, according to its performance specifications. Laboratory analysis confirmed the reported clinical observations were attributed to the use of a torque wrench manufactured by another company. Upon replacement of the setscrew and analysis testing, no pacemaker function abnormalities were noted.

Event description:
It was reported that 2 days after this implantable pulse generator (pacemaker) was implanted, the capture thresholds rose. X-rays were performed and the right ventricular (rv) lead was found to be dislodged. Subsequently, the pacemaker system was revised. Upon repositioning the rv lead, the lead came out of the header and was stuck on the setscrew. The physician decided then to replace the pacemaker with a non-boston scientific product. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual examination noted the right ventricular (rv) setscrew seal plug was damaged and the setscrew was missing. The torque wrench that was returned with this device was noted to be manufactured by another company. The torque wrench was examined, and it was noted the setscrew was stuck to the tip of the wrench and was unable to be dislodged. A torque wrench manufactured by boston scientific was used to replace the rv setscrew. Using this torque wrench, the setscrew moved freely without getting stuck or dislodging. The pacemaker pacing and sensing functions were then tested, and it operated appropriately, according to its performance specifications. Laboratory analysis confirmed the reported clinical observations were attributed to the use of a torque wrench manufactured by another company. Upon replacement of the setscrew and analysis testing, no pacemaker function abnormalities were noted. Corrected field (b5 - describe event or problem): the complaint description was corrected to be more accurate about the setscrew anomaly.

Event description:
It was reported that 2 days after this implantable pulse generator (pacemaker) was implanted, the capture thresholds rose. X-rays were performed and the right ventricular (rv) lead was found to be dislodged. Subsequently, the pacemaker system was revised. Upon repositioning the rv lead, the setscrew came out of the header and was stuck on the end of the wrench. The physician decided then to replace the pacemaker with a non-boston scientific product. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that 2 days after this implantable pulse generator (pacemaker) was implanted, the capture thresholds rose. X-rays were performed and the right ventricular (rv) lead was found to be dislodged. Subsequently, the pacemaker system was revised. Upon repositioning the rv lead, the lead came out of the header and was stuck on the setscrew. The physician decided then to replace the pacemaker with a non-boston scientific product. This pacemaker is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.